Manufacturer narrative:
H6: investigation: customer returned one (1) used 31gx8mm bd insulin syringe. Consumer reported difficulty moving the plunger on one syringe from current box; stated the plunger was tight to move and pull back; stated the black rubber stopper also seems to have disintegrated and adhered to the inside of the syringe. The returned syringe was examined, and it was observed that there were ink smears along the length of the barrel from the 0 to 30 unit scale marking. Due to the batch being unknown, no DHR review can be completed. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was provided. Root cause could not be determined. H3 other text: see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced difficulty moving the plunger rod and product damage while still considered operable. The following information was provided by the initial reporter: spouse of consumer reported difficulty moving the plunger on one syringe from current box. Stated the plunger was tight to move and pull back. Stated the black rubber stopper also seems to have disintegrated and adhered to the inside of the syringe. Lot # 0231062. Cat # 328468. Date of event: (B)(6) 2020.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced difficulty moving the plunger rod and product damage while still considered operable. The following information was provided by the initial reporter: spouse of consumer reported difficulty moving the plunger on one syringe from current box. Stated the plunger was tight to move and pull back. Stated the black rubber stopper also seems to have disintegrated and adhered to the inside of the syringe. Lot # 0231062; cat # 328468 date of event: (B)(6) 2020.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced difficulty moving the plunger rod and product damage while still considered operable. The following information was provided by the initial reporter: spouse of consumer reported difficulty moving the plunger on one syringe from current box. Stated the plunger was tight to move and pull back. Stated the black rubber stopper also seems to have disintegrated and adhered to the inside of the syringe. Lot # 0231062 cat # 328468 date of event: (B)(6) 2020

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/10/2020 h.6. Investigation: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe. Consumer reported difficulty moving the plunger on one syringe from current box; stated the plunger was tight to move and pull back. The returned syringe was examined, then tested for plunger rod movement: the plunger rod was able to be exercised within the barrel properly. No defects regarding plunger rod movement were observed. Due to the batch number being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed.